Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a lost sensor alert, a transmitter failed alert, and that the transmitter was cracked. Blood glucose level at the time of the incident was 40 mg/dl. The insulin pump was not replaced or returned for analysis.